Manufacturer narrative:
It was reported that " saline flush in the kit was broken around the plunger and cracked along the side. The contents of the flush had leaked inside the kit damaging the other products. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Syringe leaked within kit.